Event description:
It was reported by the patient via (B)(6) that the patient got her vns in 2007 and the "wire messed up" so she needed to get a newer version in 2008.three good faith attempts were made for additional information; however, they were unsuccessful. No additional information has been received.